Manufacturer narrative:
Patient identifier, event date, describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a promus premier ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at approximately 3mm distal from the distal end of the strain relief. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues found. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was further reported that the axis towards the proximal part of the cone was fractured and the procedure was completed with implantation of a 2.75mmx32mm promus premier stent and 3.00mmx12mm rebel stent.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 32 x 2.50mm promus premier drug-eluting stent was selected for use to treat the lesion. During preparation, when opening the box, it was noted that the connector of the balloon catheter/sheath was bent in an angle of 45 degree. However, when the physician attempted to straighten the device, the proximal end of the protector sheath was fractured. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.